Event description:
It was reported that on (B)(6) 2011, the patient was admitted to the hospital with a blood glucose level of 498 mg/dl, and received intravenous treatment with insulin. The patient was negative for ketones and did not experience any symptoms of high or low blood glucose levels. The patient reported that she had also obtained the elevated blood glucose readings of 455 mg/dl, 425 mg/dl, 483 mg/dl and 258 mg/dl. On (B)(6) 2011, the patient had received a steroid injection for back pain, which could have contributed to her elevated blood glucose levels. Troubleshooting revealed there were no issues with the infusion set or infusion site. It was also determined the patient's technique was incorrect by using refrigerated insulin and there were air bubbles in the cartridge. The patient's daughter reported that the patient's technique had "many errors." It was not possible to troubleshoot the pump, its settings, basal settings, history or programming, as the patient was uncooperative. The patient resumed ipt prior to troubleshooting the pump, against medical advice. The patient had recently received steroid therapy, and her technique was incorrect, both of which may have contributed to the elevated blood glucose readings. However, as the patient was hospitalized and suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.